Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat symptomatic pelvic prolapse and stress urinary incontinence and mesh was implanted along with the concurrent procedures of anterior and posterior mesh repair and cystoscopy. It was reported that the patient underwent perineal stricture, postsurgical on (B)(6) 2010 for examination under anesthesia, perineoplasty and vaginoplasty.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2013-00717. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to pelvic prolapse and stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).